Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-21440 lot v1374614 before the market release. No anomalies have been found. The original lot, manufactured in july 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the returned devices, received on april 7, 2016 were examined by orthofix (B)(4) quality engineering department. The devices were subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check of each hole of the rings, evidenced that in some holes the set screws were missing. The visual check of the strut did not evidence any issues. The dimensional check confirmed that the devices met the specifications. It was then performed a functional check of all of the holes of the two rings, using the returned strut and a strut taken from orthofix (B)(4) warehouse. The functional check was performed with the original set screws where the set screws were still present; where the set screw was missing in the rings, a set screw taken from orthofix (B)(4) stock was used. The functional check outcome was positive. No struts popped off from the ring holes. After the assembling of the struts on the ring it was made an attempt to pull them out from the ring applying a force to extract them. No anomalies were detected. The struts remain in place. The performed test confirmed that if the struts are properly inserted into the holes it is not possible to remove them from the ring. The technical analysis performed evidenced that the returned devices can still be considered as conforming to orthofix (B)(4) design specifications. If the struts are correctly inserted, they can be held in every hole of the ring. Some of the set screws were missing from the holes because they were possibly incorrectly forced to exit applying a torque. Please consider that the set screws should not be unscrewed out of the threaded hole. The failure cause of the notified event might be related to a not proper application of the struts into the rings; it is likely that the set screws were screwed while the studs of the struts were not properly inserted inside the holes, thus resulting in a pop-off of the strut. (Please also kindly refer to MFR report numbers 9680825-2016-00032 follow up 1 and 9680825-2016-00033 follow up 1). Medical evaluation the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "we are simply told in this case that there were "frequent strut pop outs" during the correction. These were corrected and did not affect the course of treatment. The fixator was removed at the end of treatment on (B)(6). I have no doubt that the technical analysis may tell us more about what has happened. The whole reporting of this particular case seems without detail, so it is very difficult to be precise about what happened and why. We need to know more detail to realize what has happened." Additional evaluation based on the results of the technical analysis: "the technical evaluation of this returned ring and strut shows clearly that these components were always and are still manufactured to specification. It seems that when used correctly, the struts are held by the set screws and should not pop off. It therefore seems that the problems in this incident were related to local factors, and not due to a fault in the device." Final comments the results of the technical evaluation evidenced that the returned devices can still be considered as conforming to orthofix (B)(4) design specifications. If the struts are correctly inserted, they can be held in every hole of the ring. Some of the set screws were missing from the holes because they were possibly incorrectly forced to exit applying a torque. Please consider that the set screws should not be unscrewed out of the threaded hole. The failure cause of the notified event might be related to a not proper application of the struts into the rings; it is likely that the set screws were screwed while the studs of the struts were not properly inserted inside the holes, thus resulting in a pop-off of the strut. The medical evaluation evidenced as follow: "the technical evaluation of this returned ring and strut shows clearly that these components were always and are still manufactured to specification. It seems that when used correctly, the struts are held by the set screws and should not pop off. It therefore seems that the problems in this incident were related to local factors, and not due to a fault in the device." Based on the results of the technical evaluation performed on the returned devices, that evidenced their conformity to orthofix (B)(4) specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: tl hex; batch number: (B)(4); hospital name: (B)(6); surgeon name: mr. (B)(6); date of surgery: several; body part to which device was applied: right tibia; surgery description: correction; patient's information: (B)(6), male; problem observed during: clinical use on patient/intraoperative; type of problem: clinical (patient) problem; event description: "the patient concerned has received lengthy corrective surgery which involved both tlhex and lrs. During the correction there was repeat episodes of strut pop outs, even following the use of the torque wrench. The final surgery date was on (B)(6) 2016 and the rings and strut was recovered." The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; information on patient current health condition: good. On march 29, 2016, orthofix (B)(4) received the following information from the local distributor: "I have received one long strut and the ring regarding this case. The lot number for long strut is v1390573 (50-10400) and the ring is v1334503 (56-20040). I am expecting a second ring also back from the territory manager". On april 5, 2016, orthofix (B)(4) received the following information from the local distributor: "the initial date of the surgery was (B)(6) 2015. The strut was kept in place using a cable tie until it was replaced. Today I have received another half ring 56-21440 (v1374614) related to this case. I will send all three (two rings and strut) by today to orthofix (B)(4)." On april 6, 2016, orthofix (B)(4) received the following information from the surgeon, through the local distributor: "I think sending out x ray's won't be possible. I can say it was the same strut (5 from memory), but I think it popped out proximal lay and distally. From memory no problems replacing the strut into the frame and the correction occurred as planned. Again from memory one failure occurred after the standard wrench was used, but another occurred after the torque limiting wrench was used. This is a one off for me so it maybe an issue with the strut or the ring(s), but then again thus was a one of a kind case." (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 56-21440 lot v1374614 before the market release. No anomalies have been found. The original lot, manufactured in july 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned device involved, received by orthofix (B)(4) on april 7, 2016, is currently on going. (Please also kindly refer to MFR report numbers 9680825-2016-00032 and 9680825-2016-00033). Medical evaluation: the information made available on the event was sent to our medical evaluator. The medical evaluation is currently on going and will be finalized once the results of the technical evaluation and/or further information on the case are available. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: tl hex; batch number: tbc; hospital name: (B)(6); surgeon name: (B)(6); date of surgery: several; body part to which device was applied: right tibia; surgery description: correction; patient's information: (B)(6), male; problem observed during: clinical use on patient/intraoperative; type of problem: clinical (patient) problem; event description: "the patient concerned has received lengthy corrective surgery which involved both tlhex and lrs. During the correction, there was repeat episodes of strut pop outs, even following the use of the torque wrench. The final surgery date was on (B)(6) 2016 and the rings and strut was recovered." The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; information on patient current health condition: good. On (B)(4) 2016, orthofix (B)(4) received the following information from the local distributor: "I have received one long strut and the ring regarding this case. The lot number for long strut is v1390573 (50-10400) and the ring is v1334503 (56-20040). I am expecting a second ring also back from the territory manager." On april 5, 2016, orthofix (B)(4) received the following information from the local distributor: "the initial date of the surgery was (B)(6) 2015. The strut was kept in place using a cable tie until it was replaced. Today I have received another half ring 56-21440 (v1374614) related to this case. I will send all three (two rings and strut) by today to orthofix (B)(4)." On april 6, 2016, orthofix (B)(4) received the following information from the surgeon, through the local distributor: "I think sending out x ray's won't be possible. I can say it was the same strut (5 from memory), but I think it popped out proximal lay and distally. From memory no problems replacing the strut into the frame and the correction occurred as planned. Again from memory one failure occurred after the standard wrench was used, but another occurred after the torque limiting wrench was used. This is a one off for me so it maybe an issue with the strut or the ring(s), but then again thus was a one of a kind case."